Event description:
The ICD was explanted and the lead capped when noise on the electrograms was observed. The lead exhibited stable lead impedance, thresholds and signal amplitude. The noise was consistent with make-break connection noise. It was recommended with past history of lead noise, in the presence of stable measurements and unable to reproduce with the isometrics that the lead should be changed out. The ICD was at eri when it was removed.